Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer stated the pump kept turning off and had a blank display. The customer's blood glucose was 512mg/dl; treated with bolus. The customer stated they inserted new battery and display returned.